Manufacturer narrative:
The customer¿s report that the front case is being replaced was confirmed on the returned keypad. Inspection: external and internal inspection was performed, and the keypad was observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assembly was observed with signs of contamination where the flex cable meets the circuit layer (identified as traces 19 and 20 for power). The keypad¿s ac indicator light illuminated as expected after plugging in the power cord; however, the system on key did not function as intended. Further testing observed the rest of the keys were able to function as intended. The proximate cause of the customer¿s report the front case is being replaced is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 03/05/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/12/2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the front case with keypad assembly was provided for investigation.

Event description:
It was reported the front case is being replaced. (Pcu). There was no patient involvement.